Event description:
The patient contacted animas on (B)(6) 2012 reporting that after changing the battery, the pump power was intermittent and the pump was rebooting. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2012 with the following findings: a review of the black box verified rebooting occurred on (B)(6) 2012. The battery cap returned with the pump was able to tighten fully with no visible yellow o-ring. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated during investigation.